Event description:
It was reported that a 58-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 480cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced breast pain and swelling, joint pain, and brain fog. The patient has consulted with a medical professional and reported that she has bilateral baker grade iii capsular contracture of her breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-14329 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 23, 2023, mentor was notified that the patient underwent bilateral breast implant removal without replacements on (B)(6) 2023. Additionally, the patient's date of birth was provided. The appropriate field has been populated accordingly. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness, capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 24, 2024, mentor received the following additional information. Post-operative findings in the operative report indicated that the patient had bilaterally soft and pliable capsules without evidence of capsular contracture. Therefore capsular contracture is no longer applicable to this file. On february 05, 2024, mentor was notified that the patient had burning in the right axilla. Additionally, magnetic resonance imaging indicated bilateral breast cysts and a lipoma in the right breast. On february 14, 2024, the mentor analysis lab received the suspect medical device for evaluation. On february 23, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4).